Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The insulin pump was unable to verify failed battery test alarm, battery out limit alarm, off no power alarm and low battery alert due to blank display. The insulin pump had broken battery cap noted. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he changed the battery the day before and the morning of the call, he was walking and the insulin pump alarmed battery out limit. The alarm history showed an off no power alarm on (B)(6) and a bad battery and battery out limit alarm on (B)(6). The customer did not receive a low battery alert prior to the off no power alarm. Blood glucose value was 156 mg/dl. It was found that the battery compartment had corrosion. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.